Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post operative check. It was noted that the left ventricular lead was not capturing. The patient was scheduled for a revision and it was noted during the procedure that the lead had dislodged into the main branch of the coronary sinus. The left ventricular lead was explanted and replaced. The patient was stable before and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.